Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white material on the stylet was confirmed; however, the root cause could not be determined. The product returned for evaluation was a hydrophilic stiffening stylet and a t-lock extension tube. Light use residue was observed on the stylet. Microscopic inspection of the stylet revealed a white, flaky substance peeling off the stylet which appeared to be the hydrophilic coating. The substance was observed throughout the entire length of the stylet. Possible causes of the coating coming off of the stylet include environmental conditions and excessive manipulation of the stylet. However, other unidentified factors may have also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the customer of a facility placed a PICC solo catheter on the patient, and after removing the support guidewire, it was found that there were many white flocculents on the support guidewire. The customer reported that a similar situation occurred in the batch of goods. It was reported this occurred with four devices. This report addresses all four devices.

Event description:
It was reported the customer of a facility placed a PICC solo catheter on the patient, and after removing the support guidewire, it was found that there were many white flocculents on the support guidewire. The customer reported that a similar situation occurred in the batch of goods. It was reported this occurred with four devices. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.